Manufacturer narrative:
(B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional information was requested and the following was obtained: what was the indication of the procedure? Pancreatectomy. What is the surgeon¿s experience with the device? 15 years harmonic experience, 2.5 yrs with the harmonic 1100. Did the patient receive any pre-op chemo or radiation? Unknown. What was the generator's setting during the procedure? Level 5. Was more than 1 generator used? Yes a second generator was attempted with the original harmonic but gave the no additional uses message. Harmonic was plugged back into the original generator, bleeding was encountered so a second harmonic was opened and used with the initial generator when bleeding was unacceptable the procedure was converted to open and a competitors device was used to complete the procedure. How long into the procedure did the issue occur? Thirty to forty minutes. What structures or vessels was the harmonic device being used on when the bleeding issues were identified? Being used on mesentery. Did they start using the ligasure before or after the decision to convert to open? After the procedure was converted to open. How was the bleeding addressed after the conversion to open? With the ligasure. How much blood loss was there? Unavailable. What other products or adjuncts were utilized after the procedure was converted to open? No. What is the patient's current status? Patient doing ok. Were the devices discarded or are they being held internally? Discarded. If they are being held, can the devices be eventually returned? N/a. If they are being held, can the serial numbers from the devices be obtained and submitted to the complaint? Lot number for harmonic was provided. Serial number for generator is unknown. Generator log analysis: only 10% of activations started with the jaws closed. Most activations ended with jaws closed. Gen11 only interrogated the device closure switch at the beginning of the activation. Therefore, it is difficult to discern when in the firing the jaws were closed. Harmonic shears are optimized to provide the best hemostasis with the jaws fully closed. The majority of the advanced hemostasis firings were not allowed to completed the course of the algorithm (~78%). An internal rapid response call was held on 4/25/2024 to discuss the hemostasis issues the customer experienced. The affected surgeon is a longtime surgical oncologist who has used harmonic devices for over a decade. They switched to the 1100 about 3 years ago. For this case, the surgeon experienced the device not sealing very well. They were going across the mesentery and kept getting bleeders. They switched out the generator, got an error and then went back to the original generator. They kept getting bleeders, so they decided to convert to open and used a ligasure to complete the case. The facility asked if there were any active issues with the 1100 which the rep confirmed there are not.

Manufacturer narrative:
(B)(4). Date sent: 4/15/2024. B3: event year only reported: 2024. D4 batch #: unknown. Additional information was obtained: they used first device and said there was more bleeding than usual around the tissue area from clamping on the vessel when plugged into the first generator where they had to open the patient to stop the bleeding after using ligasure. They were able to stop the bleeding. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the device wasn't sealing correctly during a pancreatectomy procedure. They got another device to complete the procedure without patient harm.